Event description:
It was reported that the patient presented for an implant procedure. The following day, it was noted that the right ventricular lead exhibited a failure to capture. The lead was explanted and replaced. Also, lead damage was noted during the revision process. The patient was in stable condition.

Manufacturer narrative:
The reported events of failure to capture and lead ¿damaged at the proximal end¿ were not confirmed. Final analysis found that as received, a complete lead was returned in one piece for analysis. Visual inspection and x-ray examination of the lead found no anomalies with the exception of damages consistent with procedural damage. Electrical testing did not find any indication of conductor fractures or internal shorts.